Event description:
Blood pressure, pulmonary distress, kidney, bruises, cognitive issues, fatigue. Additional information received from the reporter on (B)(6) 2020. She confirmed that the manufacturer of her device is allergan. I have 2 years of tests with no answers. I was never told about possible complications nor was I contacted when recalled. Many medical issues. FDA safety report ID# (B)(4).